Manufacturer narrative:
The reported event from the field of unacceptable thresholds were not confirmed. A partial lead was returned in 2 pieces. Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was laser extracted and replaced on (B)(6) 2018 successfully. No patient did not experience any consequence.